Event description:
Caller reported an alarm 2. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin; cts closed the case as no additional assistance was necessary.